Event description:
It was reported that the pt was having difficulty coming off bypass. A sheathed insertion of the iab was performed in 2004. The clinician commented that the pt was "extremely skinny". When pumping began, the waveform looked good and the pt was well assisted. Approximately two hours later, the pump began to alarm with high pressure and helium loss. Because of this, the iab was removed. A reinsertion was not required and there were no pt complication.